Event description:
She must use a walker because she is very handicapped after [walking aid user] pain for 2-3 days after the injection but the recovery time is getting longer and longer [pain injection site] patient received synvisc one injection in left hip [product administered at inappropriate site]. Case narrative: initial information received on 22-feb-2021 regarding an unsolicited valid serious case received from a patient from canada. This case is cross referred with cases (B)(6) (multiple devices, same patient). This case involves a 48 years old female patient who received hylan g-f 20, sodium hyaluronate (synvisc one) and must use a walker because she is very handicapped after, pain for 2-3 days after the injection but the recovery time is getting longer and longer, patient received synvisc one injection in left hip. The patient's past medical history, vaccination(s) and family history were not provided. Patient had received synvisc one previously on (B)(6) 2020 in left hip. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate again, at a dose of 6 ml, once (route and lot - unknown) in left hip (product administered at inappropriate site) for osteoarthritis of the hip. Information on batch number was requested. On the same day, patient only experienced pain for 2-3 days after the injection but the recovery time was getting longer and longer (injection site pain). There was no inflammation, but patient must use a walker because she was very handicapped after (walking aid user, onset date: 2020 and latency: unknown). Patient felt wonderful once she recovered. Patient wanted to know if this was normal, difference between synvisc and synvisc-one, how long were they supposed to last and what was the average recovery time. First time product used: no, still using product: no, was device used : yes. Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for all events. Outcome: recovered for injection site pain and walking aid user, not applicable for other events. A product technical complaint (ptc) was initiated on (B)(6) 2021 (lot number unknown) for synvisc one with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on 11-mar-2021. Seriousness criteria: disability for walking aid user. Follow up information was received on 22-feb-2021 from other healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on 11-mar-2021 from the other healthcare professional. Ptc results received and processed. Text amended accordingly.

Event description:
She must use a walker because she is very handicapped after [walking aid user]. Pain for 2-3 days after the injection but the recovery time is getting longer and longer [pain injection site]. Patient received synvisc one injection in left hip [product administered at inappropriate site]. Case narrative: initial information received on 22-feb-2021 regarding an unsolicited valid serious case received from a patient from (B)(6). This case is cross referred with cases (B)(4) (multiple devices, same patient). This case involves a (B)(6) years old female patient who received hylan g-f 20, sodium hyaluronate (synvisc one) and must use a walker because she is very handicapped after, pain for 2-3 days after the injection but the recovery time is getting longer and longer, patient received synvisc one injection in left hip. The patient's past medical history, vaccination(s) and family history were not provided. Patient had received synvisc one previously on (B)(6) and (B)(6) 2020 in left hip. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate again, at a dose of 6 ml, once (route and lot - unknown) in left hip (product administered at inappropriate site) for osteoarthritis of the hip. Information on batch number was requested. On the same day, patient only experienced pain for 2-3 days after the injection but the recovery time was getting longer and longer (injection site pain). There was no inflammation, but patient must use a walker because she was very handicapped after (walking aid user, onset date: 2020 and latency: unknown). Patient felt wonderful once she recovered. Patient wanted to know if this was normal, difference between synvisc and synvisc-one, how long were they supposed to last and what was the average recovery time. First time product used: no, still using product: no, was device used : yes. Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for all events. Outcome: recovered for injection site pain and walking aid user, not applicable for other events. A product technical complaint was initiated with results pending for the same. Seriousness criteria: disability for walking aid user.